Event description:
It was reported that the insulin pump alarmed unexpected restart. Customer's blood glucose was 151 mg/dl. The customer was advised the insulin pump would be replaced due to this was second occurrence. Customer reported running high blood glucose. Customer's blood glucose was 350 mg/dl. Customer stated had soft tissue infections on one of his site. Customer reported that he had threshold suspend and had low blood glucose. It was found in the alarm history that insulin pump alarmed low battery, unexpected restart and blood glucose 70 mg/dl. Customer declined to troubleshoot to all issues. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window.